Event description:
Baxter legal received a telephone call from the patient's family member inquiring about the "faulty catheter class action". Patient's family member indicated that the patient had been on dialysis and had expired in 2001. Review of the center's use history indicates this center exclusively used the af 220 dialyzers. No further information available.